Event description:
It was reported that a revision took place due to high right ventricular (rv) lead pacing thresholds. After the revision it was attempted to reconnect the rv lead into the rv port but noise was seen as well as high out of range pace impedance measurements. Troubleshooting steps were taken during the revision but did not resolve the issue. A new device was thus used and noise was resolved. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the type of reportable event field.

Event description:
It was reported that a revision took place due to high right ventricular (rv) lead pacing thresholds. After the revision it was attempted to reconnect the rv lead into the rv port but noise was seen as well as high out of range pace impedance measurements. Troubleshooting steps were taken during the revision but did not resolve the issue. A new device was thus used and noise was resolved. No adverse patient effects were reported.